Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer disconnected and reconnected the infusion set tubing to resolve the issue and resumed insulin delivery.